Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra sheath, and a non-penumbra guide catheter. During the procedure, the physician made the first pass using the red72. Subsequently, while retracting the red72 after the first pass, the physician experienced resistance and noticed the red72 could not be retracted. The physician then pulled the red72 against resistance and, consequently, broke the red72 and it began to unravel approximately three to five centimeters from the distal end. Therefore, the red72 was removed. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.